Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead had dislodged. The dislodgement was confirmed via fluoroscopy. The ra lead was explanted and replaced. The patient remained in stable condition.